Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy does not work intermittently. During troubleshooting, the fse identified that converter 2 (cathode) short circuit. The fse replaced the kv/ma control. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was intermittently not working. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.